Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source had not taken photos or lock on still frame when it does connect. This event occurred during inspection for use. There were no reports of patient involvement.